Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Service technician was unable to duplicate customer complaint "pigtail is damaged and sparked" during investigation due to pigtail assembly was not sent with the vent to service. Vent was evaluated and tested in service department and found no shorted components/burn residue. Vent passed bench test at customer setting without any critical alarm condition. Vent passed initial final test and initial alarm volume test with no restriction. Vent was open and inspected, no anomalies were noted. Replaced pigtail assembly and processed ventilator thru service to meet all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator's current pigtail is damaged and sparked, so it was taken out of service. No patient involvement associated with the event.